Manufacturer narrative:
Concomitant medical products: 1788tc lead, implanted (B)(6) 2008, 694765 lead, implanted (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular lead. The lead also had high thresholds. The lead was capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.